Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's medtronic representative reported via phone call that the customer was hospitalized for blood glucose readings exceeding 500 mg/dl. The customer began treating with manual insulin injections per doctor's orders. The patient's insulin pump alarmed with no delivery several times before the hospital visit. Troubleshooting could not occur for the alarm since the doctor had thrown the infusion set away. The customer was advised to call whenever they run into no delivery issues in the future or when any alarm occurs in order to troubleshoot. No products were shipped or returned.